Event description:
It was reported that on (B)(6) 2012, the pt's family stated that the ventilator's high pressure alarm went off followed by the low pressure alarm. This happened continuously until the pt was removed and manually ventilated. The 911 was called and the pt was transported to the emergency room. The ventilator was exchanged that day. On (B)(6) 2012, the same alarm situation occurred. The pt was removed and manually ventilated. The 911 was called and the pt was taken to the emergency room where he later coded and passed away.

Manufacturer narrative:
Na